Event description:
It was reported that the patient was feeling fatigue and went to the clinic. It was also reported that the device was at end of life (eol) when the patient arrived. Additionally, there was one reading of a high battery impedance. The device was explanted and replaced. The device was returned to the manufacturer, analyzed, and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed battery voltage - battery depletion indicated/eri, device reached eri due to low voltage on (B)(6) 2012. Ramware version 8 was installed on (B)(6) 2012. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.